Event description:
It was reported that the customer has been experiencing low blood glucose. He called for assistance and it was found that the threshold suspend feature was off; customer was assisted with turning it back on. It was stated that the customer needs adjustment on the insulin pump and he will call the doctor to discuss the settings. It was noted that the customer had a slurred speech. It was also reported that the customer had high blood glucose of 400 mg/dl in the afternoon; current value is 200 mg/dl. It was stated that the customer felt fine and was going to treat with a bolus later to prevent from going too low. It was also stated that the customer has had issued with the sensor not staying in place. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.